Event description:
"Multiple endoscopic instruments passed through the trocar sleeve. It was discovered that the tip of the sleeve was broken. The surgeon made several attempts retrieving foreign object from the cavity. After further exploration and irrigation, the surgeon felt all pieces were retrieved successfully without complication."

Manufacturer narrative:
This report is to follow up with maude report (B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  During the manufacturing process, all trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.

Manufacturer narrative:
This is to follow-up with (B)(4). However the report did not contain the hospital name hence we could not request the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the evaluation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.